Event description:
The manufacturer received information alleging a ventilator would stop spontaneously. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator would stop spontaneously. There was no harm or injury reported. The device was evaluated by a third-party service center. There were no ventilator inoperative alarm conditions noted in the downloaded event log. There were no alarms indicating the device stopped noted. Additionally, during the evaluation an alarm indicating the coin cell voltage is out of range was observed. The device's main pca was replaced. This issue would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing. The device was scrapped.